Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It is likely that moisture entered the inside of the device from the leak point and the conduction abnormality of the scope connector internal board occurred, leading to the temporary occurrence of the event. The event can be detected/prevented by following the instructions for use which state: "if air bubbles emerge from the endoscope continuously during the leakage test, do not use the endoscope. Water may enter the endoscope and cause a short circuit. This may result in image sensor damage." Olympus will continue to monitor field performance for this device.

Event description:
Customer reported with an issue of "screen blackout". The reported issue found at preparation for use. The device was replaced and the intended diagnostic bronchial procedure was completed with another device. No harm was reported. No patient harm, no user injury reported due to the event.

Manufacturer narrative:
The subject device was received and evaluated. Device evaluation found the reported issue was not able to be reproduced , not confirmed. Evaluation as noted by repair center (rc) olympus china, the no image was not confirmed by the engineer, however, image was found flickering due to defective distal end (d/e) insertion unit. In addition, the light guide (lg) bundles found damaged. The eto valve noted with a leakage. Review of device service repair history noted the concerned product has not been repaired in the last year. Investigation is ongoing. This report will be supplemented accordingly following investigation.